Event description:
It was reported that the customer was hospitalized due to high blood glucose of 418mg/dl. It was stated that the customer did not have insulin at home and fell down the stairs. The customers tripped over the infusion set tubing, and the insulin pump was severely damaged. Troubleshooting was performed, and the time and date were unreadable. It was stated that the infusion set was not changed to resolve the issue. The customer's most recent glucose reading was 289mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.